Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a lar procedure, the jaw of the device was united and it was impossible to open. The tissue was caught between the jaws. The device had been using close to the staple line. They tied off the tissue at each side of the jaw, then cut and removed the tissue segment trapped in the jaw. Unk how case completed. There were no adverse consequences to the pt.